Event description:
A male pt with vascular diameter of the access portion was 5.5mm, was considered unsuitable for endovascular repair. The pt underwent evar in 2009. Since the pt's femoral artery's vascular diameter at the access portion was 5.5mm, the physician dilated the vascular using 8mm-pta-balloon-catheter, and performed procedure according to instruction. However, the next day, since the pt's left leg vessel was occluded, the physician performed a fem-fem bypass procedure. The pt's condition after that was good.

Manufacturer narrative:
Event is still under investigation at this time.